Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2014, the patient was implanted with gore excluder aaa prostheses to treat an abdominal aortic aneurysm. There were no reported patient anatomy anomalies. It was reported the physician elected to cannulate the contralateral gate "bareback", he was unable to cannulate the gate after three attempts. The physician attempted to retract the device and was unable to get the device back into the sheath (cook 12fr was being used), he deployed the device in the left common iliac artery just distal to gate. Under imaging the physician noticed the olive had become separated from the delivery device, he snared the olive to remove it from the patient. A new pxc141400 device was implanted to bridge the gap between the deployed device and the contralateral gate. The patient tolerated the procedure.